Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the co2 board. Calibrated and safety tested to factory specs.